Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 02/06/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient with history of anemia, secondary to chronic renal failure. There was no patient information available at the time of this report. Customer reports an I-stat value of 15% pcv. An initial manual pcv result was 36%, a second manual pcv results was 45%. Dates and times of the test were not documented. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. It is suspected that the manual pcv determined may be a hemoglobin result. However, there is not enough information to support the cause. Nor it is clear at this time what "manual method" was being used. The investigation is underway.